Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) advised the care giver (cg) to cycle power and to start over with new supplies. The cg stated that the clamp on the patient line was closed by mistake but they opened the clamp late. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A closed clamp on the patient line was reported, which would lead to an incomplete prime, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. The guide also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.